Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, service confirmed there was a blockage in the air/water supply nozzle that was difficult to remove. The air/water supply was insufficient due to the clogged air/water channel. The nozzle needed to be replaced to address the issue. In addition, service found there was dirt on the distal end of the endoscope that was suspected to be caused by insufficient cleaning. The bending angle was out of specification and there was play in the angulation knob, due to wear of the angulation wire. The adhesive on the bending section cover was missing, and the electrical connector contacts were corroded. The bending section cover, insertion section, control section and control section cover, insertion tip cover, switch box, right/left knob, grip, scope connector, and the right/left angulation lock knob were scratched due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the air/water supply nozzle of the subject device was clogged. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to by inappropriate or insufficient reprocessing or handling. It is recommended that the user facility check operating environment, reprocessing method and handling of the device. Olympus will continue to monitor field performance for this device.